Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise that was oversensed by the device. The lead was explanted and replaced. The patient was stable.